Event description:
Following insertion of a 10mm cannula into the pt, the surgeon inserted a clip applier into the cannula which ripped out the center fabric-coated area of the primary valve. The ripped section fell into the abdominal cavity of the pt and was retrieved with no further surgical intervention. No portion of the valve was left inside the abdominal cavity or elsewhere inside the pt.